Event description:
A previously repaired medial meniscus with the biodegradable meniscus arrow developed a post operative osteochodral lesion as a result of the prominence of the arrow heads. Second-look arthroscopy was performed.